Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie failure, and it won't popped up. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a cubie failure, and it won't popped up. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 5.1 off bus on the main half height and 2.1 had one pocket stuck. The field service engineer reseated the 5.1 row board cable and manually released a jammed medication pocket under the 2.1 pocket. The customer logged in and completed inventory checks on both drawers for testing. The system functioned as intended after the field service engineer resolved the issue.